Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Interrogation of the pulse generator showed that the right atrial (ra) lead had exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. No intervention was performed and the patient was in stable condition.